Event description:
The customer reported, the error code "channel fail and low ma error" displayed on the system. No pt injuries were reported.

Manufacturer narrative:
The customer called in to order a part to fix the unit.